Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmission with high voltage lead impedance out of range on the right ventricular (rv) lead. Defibrillation threshold testing was discussed, but not be performed. The patient's rv lead will be monitored remotely with weekly transmissions. The patient was not present in clinic, so patient condition is unknown.